Event description:
Pt alleges "emergency replacement" of defective device. Pt said she was short of breath and could hardly walk anymore. Phone check in nov showed "everything was fine." Alleges she "almost died;" pacemaker reached eri when recent monitoring showed more than adequate power. Dr. Dictation record indicates symptoms of exertional dyspnea and fatigue that correlate with the time device reached eri. 3500a received and reports syncope, premature battery depletion. The device was replaced. No further pt complications have been rptd.